Event description:
On (B)(6) 2026, senseonics was made aware during a follow-up interaction that the user reported a prior urgent care visit related to a glucose-related issue that occurred approximately one month earlier. The user stated that system accuracy had since improved and expressed satisfaction with current performance. No additional details regarding the urgent care visit, clinical findings, treatment, or glucose values were provided at the time of contact.

Manufacturer narrative:
Customer care made multiple subsequent attempts to contact the user to obtain further information and complete documentation; however, the user could not be reached. Per data management system review, the user was actively using the system with up-to-date information at the time of case closure.